Event description:
During the coronary artery bypass graft surgery, the last two loops of the heartstring seal did not unravel completely. The surgeon had to use a repair stitch to correct the location the anastomosis was disrupted at. The hospital reported no additional patient complications.